Event description:
It was reported that during the preparation of an ablation procedure to treat an atrial fibrillation (af) redo, an intellanav stablepoint open-irrigated catheter was selected for use. When flushing the catheter, water was noticed to be leaking from the connection between the flush port connector and the tube handle side. Catheter was replaced and the issue was resolved. Procedure was completed successfully without any patient complications. Catheter was returned for further analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection was performed and the device was found to have the tubing partially detached. Laboratory analysis was able to confirm the reported clinical observation of tubing set fluid leak.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure to treat an atrial fibrillation (af) redo, an intellanav stablepoint open-irrigated catheter was selected for use. When flushing the catheter, water was noticed to be leaking from the connection between the flush port connector and the tube handle side. Catheter was replaced and the issue was resolved. Procedure was completed successfully without any patient complications. Catheter is expected to be returned for further analysis.